Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in patient. Device issue: dislodged stent. It was reported that the procedure involved treatment of the right coronary artery (rca). After the guide insertion, a vision stent was advanced to the site. When viewing the scope to place the stent, there was no visible stent on the balloon. The physician carefully viewed the whole course, but did not see any stent anywhere. The physician concluded that there was no stent initially attached to the balloon. The physician did not confirm if the stent was present before insertion into the patient. He rapidly checked the integrity of the distal tip, and then he inserted it. But he can not confirm if the stent was present or not before insertion. No additional event or patient information is available.